Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic coronary angiogram procedure using a 6f sheath. Reportedly, the prostyle device was deployed and when removed from the patient it was noted that the foot of the device was slightly open. The sutures were used to close over the wire; however, hemostasis was not achieved. Another prostyle device was placed and closed over the wire; however, hemostasis was still not able to be achieved. An 8f non-abbott device was placed and hemostasis was still not achieved; therefore, the patient was taken to recovery and a femostop was put on the patient. Bleeding was not controlled and there was a hematoma formation. Manual compression was applied to achieve hemostasis. There was still a hematoma at the end of manual compress approximately 20cm in diameter and the patient was ¿in considerable pain¿. Pressure was applied to break up the hematoma. The physician believes that the foot of the prostyle not closing completely tore the arteriotomy which made hemostasis ¿virtually impossible¿. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received. The lever of the prostyle device appeared to be closed. Pressure was applied to break up the hematoma, hopefully to allow the blood in the interstitial spaces to be reabsorbed more readily. No additional information was provided.

Event description:
Subsequent to the previously filed reports, additional information was received. Hospitalization was prolonged as a result of the issues associated with the first prostyle foot [captured under a separate report].

Manufacturer narrative:
Nab7 - other relevant history.